Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the returned blower motor.

Event description:
A ventilator's blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. There was no report of patient harm or injury. During the investigation of the blower motor, the manufacturer determined the root cause of the blower motor failing was due to the windings having physical damage.